Manufacturer narrative:
The customer called back and requested information on interference and technical support specialist (tss) referred the customer to the analyte application manual (aam) for further information. No further action required by technical support specialist. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the aia-360 serial number (B)(6) from (B)(6) 2022 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. The st intact pth, analyte application manual states the following: interference: interference is defined, for purposes of this study, to be recovery outside of 10% of the known specimen mean concentration. Hemoglobin (up to 440 mg/dl), free bilirubin (up to 17 mg/dl) and conjugated bilirubin (up to 17 mg/dl) do not interfere with the assay. Lipemia, as indicated by triglyceride concentrations (up to 1,600 mg/dl), does not interfere with the assay. Ascorbic acid (up to 20 mg/dl) does not interfere with the assay. Protein, as indicated by human albumin concentrations (up to 5.0 g/dl), does not interfere with the assay. Heparin (up to 100 u/ml) does not interfere with the assay. Tosoh automated immunoassays utilizing alkaline phosphatase-based technologies should not be used with samples from patients under asfotase alfa treatment. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurabl4104e without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). The exact linearity of the st aia-pack intact pth depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 2,200 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of goat polyclonal antibodies for diagnosis or therapy may contain human anti-goat antibodies. Such specimens may show falsely elevated values when tested for intact parathyroid hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported discrepant result was possibly due to interference, caused not established.

Event description:
A customer reported ¿high discrepant patient result for intact parathyroid hormone (ipth)¿ on the aia-360 analyzer. The customer performed a test using sample #1 and the outcome was unexpectedly elevated, result was 122.1pg/ml. The customer sent the same sample tube for analysis to a reference lab which uses cobas electrochemiluminescence immunoassay (eclia) analyzer, a different methodology from tosoh¿s. The cobas test result was 11.8pg/ml. The customer established their own reference ranges which they used for both tosoh¿s and cobas analyzers. The customer was expecting a lower value similar to 11.8pg/ml as the cobas analyzer, the exact cobas ranges were not provided. Technical support specialist (tss) informed the customer that the analyzer is performing as intended and suspects potential interference issues on sample # 1. No results were reported out and no treatment plan was altered. There is no indication of any patient intervention or adverse health consequences due to the reported discrepant patient result.